Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in pump shutting down. Customer¿s blood glucose level was not impacted. Customer continued to use pump for insulin therapy.